Event description:
It was reported that, sometime after implantation, the patient suffered from pain and incontinence. Additionally, she sustained personal injuries due to the procedure.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of january 8, 2018, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We could not perform a good faith effort to obtain the information as this patient is represented by an attorney. Any follow-up regarding this event will be handled by bsc legal. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6), (B)(6) hospital. Block h6: the following imdrf patient code capture the reportable event of: e2330: pain. The following imdrf impact code capture the reportable event of: f12: patient had sought for a legal recourse for injuries related to the device.